Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a complication, but was reporting to complain about the customer service problem, about the rep making changes while the patient was under sedation. They did not call about their device problem, noting that their device was fine and there was nothing wrong with it. They went on about how bizarre it was that the rep made a change while they were under sedation and they had no memory of it.

Event description:
Information was received from a family member of patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Consumer reported that the manufacture representative (rep) who adjusted the patient didn't adjust it to the proper level. The patient was unable to urinate before being discharged. Several hours later, the rep came back and did increase the setting/reprogram. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.